Event description:
Healthcare professional reported when removing the old port, observation of a clear section of the tubing of the device, which not allows to connect the new port. The band tubing was noted with the problem.

Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the diagnostic testing, patient data or further event details.